Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/ failure to occlude (close) fallopian tube(s),"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, uterine bleeding, spotting vaginal, metrorrhagia, venereal disease nos, irregular periods and anxiety. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, phentermine, ranitidine hydrochloride (zantac), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain/ pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions type: rash"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and fatigue ("fatigue") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (ablation and hysteroscopy with dilation and curettage, bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, rash, headache, migraine, tooth disorder, uterine leiomyoma, vaginal discharge, alopecia and fatigue outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on unknown date she performed ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 05-jul-2013: unilateral occlusion (right tube occluded). The left fallopian tube remains at least partially patent. The right fallopian tube is occluded.. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ failure to occlude (close) fallopian tube(s), within uterine cavity'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, uterine bleeding, spotting vaginal, metrorrhagia, venereal disease nos, irregular periods and anxiety. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, phentermine, ranitidine hydrochloride (zantac), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: rash"). On (B)(6) -2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (ablation and hysteroscopy with dilation and curettage, bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, rash, headache, migraine, tooth disorder, uterine leiomyoma, vaginal discharge, alopecia, fatigue and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on unknown date she performed ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). The left fallopian tube remains at least partially patent. The right fallopian tube is occluded.. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received event "dysmenorrhea (cramping)" was added. Patient aka name and onset date of event were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/ failure to occlude (close) fallopian tube(s),"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, uterine bleeding, per vaginal bleeding, metrorrhagia, venereal disease nos, irregular periods and anxiety. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, phentermine, ranitidine hydrochloride (zantac), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain/ pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions type: rash"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and fatigue ("fatigue") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (ablation and hysteroscopy with dilation and curettage, bilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, rash, headache, migraine, tooth disorder, uterine leiomyoma, vaginal discharge, alopecia and fatigue outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on unknown date she performed ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). The left fallopian tube remains at least partially patent. The right fallopian tube is occluded. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet was received and medical record was received. Lot number was added. Events added from pfs-"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain, perforation (fallopian tube), abnormal bleeding (general), rash, migraines, headaches, dental problems, fibroids, vaginal discharge, hair loss, abdominal pain, fatigue, lower back pain". Event- "failure to occlude (close) fallopian tube(s)" clubbed to event- "perforation (fallopian tube)". Reporter information, medical history, concomitant drug, essure removal date, lab data, event outcome, height was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.